Event description:
The user facility reported that when an operator removed an s40 cup after a completed cycle, residual sterilant contacted her arm; the operator sustained a burn. She ran her hand under cold water and went to the emergency room where silvadene ointment and a bandage were applied. The employee has returned to work and has no sustaining injuries.

Manufacturer narrative:
A steris service technician inspected the system 1e processor subject of the reported event and found it to be operating properly; no issues were noted. The technician ran a test cycle which evidenced passing results and no remaining sterilant was present in the s40 cup. The s40 sterilant cup and cycle printout subject of the reported event could not be evaluated as the user facility had discarded them. The equipment has remained in use with no further issues. The event is attributed to the operator not properly placing the aspirator probe into the s40 sterilant cup when initiating a processing cycle. The operator manual states (7-3), "ensure tubing is not kinked". Steris will conduct in-service training on (B)(4), 2012 on the proper use and operation of system 1e and handling of s40.